Manufacturer narrative:
(B) (4), (against resistance) - (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: sheath detached. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, snared part. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately scarred common femoral artery after a diagnostic procedure. Reportedly, during device insertion, the sheath formed a "c" shape and detached at the distal guide. The detached part was snared from the vessel. A surgical cutdown was performed to assist in removal of the remaining part of the device. All parts were removed from the pt anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no additional info was provided.